Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported migration was due to challenging patient morphology/pathology. The reported mitral regurgitation (mr) was due to partial clip movement. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Date of event: date of event is estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip detachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a flail as well as thin and fragile leaflets. Two clips were successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital for a follow up appointment and echocardiography showed the second implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 3. The physician stated the clip did not fully detach from the posterior but was only attached to a thin small part of the leaflet. However, it was noted the clip remained stable. In the physician opinion, the partial clip detachment was due to the fragile leaflets. No additional information was provided.